Event description:
The customer reported that his olympus visera pro xenon light source was not providing adequate brightness during routine maintenance. According to the initial reporter, the image was very dim. There was no patient involvement during this event. During the device evaluation, it was discovered that the spare light was failing. This report is being submitted to capture the failing spare light noted during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted, the spare lamp led was blinking on the front panel due to a faulty spare lamp that will require replacing. Additionally, the customer¿s dim lighting issue was not confirmed. However, the white lens did have minor fog present and will also need replaced. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the spare lamp led on the front panel was blinking and it was determined that the reported phenomenon occurred due to a faulty spare lamp. They could not identify the cause of the faulty spare lamp. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.